Event description:
It was reported that plastic handle piece cracked when opened, causing device to become non sterile. No pt complications were reported.

Manufacturer narrative:
Results/conclusions: device not returned for evaluation.